Event description:
It was reported that the patient presented to the hospital for an implantable cardioverter defibrillator (ICD) implant procedure on (B)(6) 2023. While attempting to implant the ICD, it was noted that there was high pacing lead impedance due to device malfunction. After multiple failed attempts, the anomalous ICD was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of impedance anomaly was confirmed. Visual and x-ray inspection of the device was normal. Electrical testing of the device found an anomalous transistor in the hybrid. The cause of reported event was due to anomalous transistor.